Event description:
Revision surgery - due to the glenoid becoming un-cemented.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's glenoid that became un-cemented after 5 years of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the third complaint against a part from this lot number, the two previous complaints occurred in 2009 and were unrelated to fixation issues. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations in the manufacture of this part. No other details were provided that offered a reason or root cause for the glenoid losing fixation. There are no indications of a product or process issue affecting implant safety or effectiveness.